Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative cervical disc disease; and underwent anterior cervical arthrodesis. Intra-op, the screw broke while screwing in. No fragment of the broken screw remained inside the patient. There were no patient complications reported as a result of this event.